Manufacturer narrative:
Correction: component code update.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The product passed all quality control tests prior to its distribution.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance. Dislodgement due to twiddlers was confirmed during surgery. The lead was explanted and successfully replaced. There were no patient consequences.